Event description:
On 6/11/1998, dlp was contacted concerning a leak at the female luer on product code 30401 (lot number 6980-4007). On 6/19/1998, dlp was again contacted by the same perfusionist indicating a possible pt injury as a result of another 30401 cannula (lot number 6980-4007) leaking. The perfusionist stated that the connector to cannula tube was loose and that when they attempted to push the connector on farther, opened up a passage way at the joint creating a leak. The pt ended up with air in a coronary artery. The event did not result in pt injury.